Manufacturer narrative:
The product has not been returned for analysis. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the bur was broken during the procedure. The surgeon used another bur to complete the surgery. There was no patient injury.